Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he received some no delivery alarms, last one occurred over a month ago during prime. Customer stated the alarm was resolved by an infusion set change. Customer also reported he has experienced high blood glucose for one or two months but the readings are unknown. Customer stated that he gets alerts when he is sleeping and he sometimes rolls over the insulin pump and can't hear it. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. The high pressure test was not performed as the customer did not have a tubing clam. Nothing further reported.